Event description:
Reportedly, the device displayed the pt to be in ventricular fibrillation through ECG leads. The pt at this time was said to have "no associated complaint". The operator determined the pt did not have a cardiac arrythmia. The event was not associated with any adverse affects to the pt.